Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. During our follow-up investigation, we were informed that the surgeon had inspected the device before use and he found it to be operating properly. The catheter was used to declot the upper left arm vein of a dialysis patient. The surgeon dilated the stenotic region of the blood vessel using a pta balloon and then used the lemaitre over-the-wire embolectomy catheter for the embolectomy procedure. The balloon ruptured during the first pass. The surgeon experienced resistance when attempting to remove the clot. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have performed a pull test on a sample of units from this lot number during our in-process inspection. All of those units passed the test requirements when the balloons were pull tested to their validated force. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient because of this incident.

Event description:
The balloon of the lemaitre over-the-wire embolectomy catheter ruptured during an embolectomy procedure. There was no harm to the patient as a result of this incident. The surgeon used another over-the-wire embolectomy catheter to complete the procedure.